Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 4.0mm x 80mm x 135cm xpert self-expanding stent system (sess) was advanced without resistance to a restenosed, mildly calcified lesion in the mildly tortuous mid femoral artery to perform direct stenting. Once reaching the target lesion, it was then decided that the lesion should be pre-dilated; thus, the xpert sess was not deployed. While retracting the xpert sess from the anatomy with slight resistance felt and slight force applied, though the thumbwheel was not released, the stent implant began to self-expand with 3 stent struts protruding from the sheath. The physician proceeded to retract the xpert device through the vessel and the introducer sheath without issue. Pre-dilatation was then performed with an unspecified balloon catheter and another same size xpert stent (from a different lot) was placed with very good result. The final patient outcome was good. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.